Manufacturer narrative:
(B)(4). The customer provided 3 photos for reference, the complaint could not be confirmed by the photos, as the broken clip was not displayed in the images provided. The customer returned one broken clip from a unit of ae05ml auto endo5 ml lot # 73l2400225 for investigation. The returned sample was visually examined without magnification. The broken clip was returned in two pieces, the pieces did not account for the entire clip, indicating part of the clip was not returned. The clip was inspected under a microscope, and scratches were observed on the side of the clip. The breakage area was observed to be uneven and some material from the clip had been partially sheard off. R & d was consulted, and it was determined that the most probable cause of the clip breakage was due to user error/mishandling of the clip. The damaged device of the associated complaint further indicated that the clip was damaged due to user error, as the clip retention tab was severely bent. This possibly indicated that the clip was incorrectly removed from the device, or the clip was latched on the wrong material/another clip. No conclusive reason for the damaged clip could be determined. The reported complaint of "broken parts - clip" was confirmed based upon the sample received. The customer returned one broken clip from a unit of ae05ml auto endo5 ml lot # 73l2400225 for investigation. This broken clip is associated with a different complaint. The broken clip came from the device in the associated complaint and were discovered to have the same root cause. The returned sample was visually examined without magnification. The broken clip was returned in two pieces, the pieces did not account for the entire clip, indicating part of the clip was not returned. The clip was inspected under a microscope, and scratches were observed on the side of the clip. The breakage area was observed to be uneven and some material from the clip had been partially sheard off. R & d was consulted, and it was determined that the most probable cause of the clip breakage was due to user error/mishandling of the clip. The damaged device of the associated complaint further indicated that the clip was damaged due to user error, as the clip retention tab was severely bent. This possibly indicated that the clip was incorrectly removed from the device, or the clip was latched on the wrong material/another clip. No conclusive reason for the damaged clip could be determined. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the fifth clip and after got stuck in the applier and got broken during a surgery. Therefore, the auto endo was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Event description:
It was reported that "the fifth clip and after got stuck in the applier and got broken during a surgery. Therefore, the auto endo was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.